Manufacturer narrative:
The accounts engineer replaced the brake detent to repair the bed.

Event description:
The complainant stated that the brakes will set, but if they shake the bed it will pop out of brake.